Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer encountered an issue where the pump does not turn on after an unknown pump error. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed for blank display and the customer reported that the display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found that the battery tube power connector was not connected properly to j7/pcb1. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. The following were also noted during visual inspection: scratched case. Alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.